Event description:
Acclarent was notified on (B)(6) 2013 of an event during a sinus surgical case when acclarent balloon dilation technology were used. The pt underwent a septoplasty, right inferior turbinate reduction with shaver, bilateral maxillary balloon sinuplasty, and left frontal recess bsp under general anesthesia. Several attempts to access the left frontal recess with the acclarent luma wire were unsuccessful. The surgeon decided to dilate the left frontal recess with acclarent relieva balloon. After completing the surgery and while inserting an injectible foam dressing, the surgeon noted left eyelid swelling. During the recovery period, a diagnostic CT scan showed preseptal air in the eyelid with no obvious trauma to the periorbital tissues or bone. There was no change in vision. As a precaution, the surgeon elected to admit the pt overnight for observation and the ophthalmologist confirmed normal vision. The swelling had resolved by the morning. The surgeon has seen the pt postoperatively and reported the pt has done well and had no sequelae.

Manufacturer narrative:
Acclarent followed up on this report to gather additional info. Vp of medical affairs concluded that the eye swelling did result in cautious management with elective overnight observation, CT scan and ophthalmologic evaluation. From the info provided the acclarent devices potentially contributed to the event of eyelid swelling. The subject device of this report was not returned for evaluation, and its whereabouts are unk. Acclarent will continue to monitor this phenomenon for trending purposes. This report is being submitted in an abundance of caution.